Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated after replacing the battery, the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018, with the following findings: the returned battery cap was found to be undamaged and able to properly secure to the pump. During investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The pump cover was removed and there was no evidence of moisture or damage to the internal components. A test display screen was installed and observed to be functioning properly. The blank display issue was found to be caused by a failed display flex. The original complaint of a power issue was unable to be fully investigated due to the blank display issue. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.